Event description:
It was reported that the sonopet tips on the universal handpiece melted during a procedure. A back-up unit was used to complete the procedure. There was no delay in the procedure. No user injury was reported, and no other adverse consequences were alleged with this event.